Event description:
It was reported that during a lobectomy procedure, the device could not be released at the fifth or sixth firing. The manual release button could not be used. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.